Event description:
It was reported that a balloon rupture occurred. The target lesion is located in the severely calcified artery. A 10mm x 3.25mm wolverine coronary cutting balloon monorail was selected for use. During first inflation, it was noted that the balloon ruptured a pinhole form at 8 atm for 20 seconds. No patient complications reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion is located in the severely calcified artery. A 10mm x 3.25mm wolverine coronary cutting balloon monorail was selected for use. During first inflation, it was noted that the balloon ruptured a pinhole form at 8 atm for 20 seconds. No patient complications reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No issues identified with the hypotube shaft, and no kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The balloon inflated fully and maintained pressure for 15 seconds, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. No issues were identified with balloon inflation or the balloon material.